Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3550-39, lot# n334551, implanted: (B)(6) 2012, product type: accessory; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3550-p4, lot# n316428, implanted: (B)(6) 2012, product type: accessory. (B)(4).

Event description:
It was reported that the patient experienced pain and redness at the implantable neurostimulator (ins) pocket site. The patient was very thin and the device caused irritation to the pocket. The device had not eroded but the site was very sore. A procedure was performed where the ins was moved from the patient¿s back to their abdomen. No diagnostic testing or troubleshooting was performed in the event. The patient status at the time of report was noted as ¿alive ¿ no injury¿. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.